Event description:
The customer reported that the companion 2 driver's compressor continued to run while the driver was plugged into wall air. There was no patient impact. This alleged failure mode poses a low risk to the pt because it does not prevent the companion 2 driver from performing its life-sustaining functions. The customer reported that the patient is still being supported by this driver. An investigation will be conducted by syncardia. The results will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.